Manufacturer narrative:
The investigation for the reported optical signal issue has been completed. The product was returned and the optical signal issue was not confirmed. The cause of the issue was not determined since the failure mode was not reproduced. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported an automated impella controller (aic) optical bench error. No report of any patient harmed, or treatment impacted. In the aic investigation the team observed an opm failure .